Event description:
It was reported by service report that the abduction arms were not locking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - abduction ring.